Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient complained of pain. Surgeon reported that the femoral head dislocated from the liner. During revision, surgeon reported the existence of metallosis and tissue damage. Rep reported that the entire construct except the shell was revised, the shell was well fixed.